Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation, the charger/modem was found to have defective ram (components u100 and u101). The cause for the defective ram cannot be positively determined. No adverse event resulted from the defective ram. The patient received a replacement battery charger/modem.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's battery charger/modem would not work. The patient was issued a replacement battery charger/modem.